Event description:
Reported event of one pt who "needed to remove the gastric band at 6 months after surgery because of acute pouch dilation" found in the following journal article: "long-term outcomes and experience of laparoscopic adjustable gastic banding: one center's results in china," xing zhen liu, m.d., kai yin, m.d., jie fan m.s., da jin zou, cheng zhu zheng, m.d., et al, surgery for obesity and related diseases: official journal of the american society for bariatric surgery, electronic publication date: 10/08/2014.